Event description:
It was reported that during a procedure for exclusion of a pseudoaneurysm in an upper arm a/v fistula, the stent graft failed to deploy. The sample was discarded by the user facility.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was discarded by the user facility. The results of the investigation are inconclusive and the root cause is unk. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.